Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root causes include 1) ipc of the set pulls in a large bubble of air due to the bag being infused from is empty and the inlet tubing line is filled with air, 2) a bubble of air passes through the bubble detector on the lvp that is larger than the specification allows and 3) defective ultrasonic downstream sensor. However, without the sample is not possible to determine exact root cause.

Event description:
The following has been reported: customer reported: reporting multiple instances of air in line alarms occurring in the nicu with low flow rate infusions of tpn and d10. The nurses report starting the infusion at 1700 pm and they get an air in line alarm 5 hours later at 2200 pm. The infusions are going at 1 - 12 ml/h when this occurs. Air detect bubble size is set to 50 mcl. They are using tubing set003225 that has 2 lower y sites. No patient harm reported. A preliminary review of the logs identified the following issue: inappropriate priming, air inside the cassette , the bag being infused from is empty and the inlet tubing line is filled with air. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.